Event description:
A customer reported that during a procedure, the vitrectomy probe was not recognized by their system. The probe was switched out for another one, and the case was successfully completed. There was no harm to the pt.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).